Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked from the port seam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Unaided visual inspection was done which observed that one corner of the bag was ruptured. The sample was received in a zip lock bag. A functional test was performed by subjecting the bag to an underwater pressure test which revealed a leak in the injection site port. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing related issue which resulted in inadequate solvent application in the injection site area. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.